Event description:
Although the 50mm adm cup was implanted with the coupler, it was not able to be removed from the cup and the cup came off. The acetabular was reamed 2mm more and 52mm cup was implanted. It was implanted with no problem.

Manufacturer narrative:
An event regarding disassembly issue involving an adm expandable coupler was reported. The event was not confirmed. Device history records could not be review as the lot details were not provided. A review of the complaint history database could not be performed as the lot details were not provided. The investigation concluded that the root cause of this event could not be determined based on the information provided. It was reported that though the 50mm adm cup was implanted with the coupler, it was not able to be removed from the cup and the cup came off . The acetabular was reamed 2mm more and 52mm cup was implanted. It was implanted with no problem. A review of the surgical protocol indicates that for each cup diameter (48mm ¿ 64mm) there is a corresponding expandable coupler. In this event. The catalog # 1235-4-505 50mm expandable coupler was used with the correct cup size. It is not clear from the event description why the coupler would not disengage with the cup and therefore it is not possible to determine the cause of this event without the device being available for analysis.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was discarded. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Although the 50mm adm cup was implanted with the coupler, it was not able to be removed from the cup and the cup came off . The acetabular was reamed 2mm more and 52mm cup was implanted. It was implanted with no problem.